Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(6). The device was successfully placed in this (B)(6) year old male on (B)(6) 2016. On (B)(6) 2016, a possible exit site infection was reported. No action was taken with the study device. Vancomyin was given to treat the event. No wound cultures were drawn. However, blood cultures were drawn and the results were "no growth after five days of incubation". Per the nurse, the patient still had some drainage as of (B)(6) 2016; the last time the subject was seen for dialysis. The device was removed on (B)(6) 2016 as it was no longer required.